Event description:
It was reported by the sales rep that during a laparoscopic sigmoid colon resection procedure, the sleeve retractor ripped. No piece of device fell into patient. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned with the retractor torn. Due to the condition of the returned device no functional testing could be performed. The reported incident was confirmed however how the damage occurred could not be ascertained. We have documented the circumstances as they were reported to us. A valid lot/batch number was not received therefore the device history review could not be performed.